Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in threshold. Output increase and closer monitoring was recommended as the threshold increase happened suddenly but in the past. The patient will undergo x-ray imaging soon. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).